Event description:
It was reported that the implantable cardiac monitor device is recording false asystole. It was also reported that when the patient moves the upper body noise is being generated. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor device is recording false asystole. It was also reported that when the patient moves the upper body noise is being generated. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the device was having oversensing and undersensing issues. The device remains in use. No patient complications have been reported as a result of this event

Event description:
It was reported that the implantable cardiac monitor (icm) device is recording false asystole. It was also reported that when the patient moves the upper body noise is being generated. The device is still in use. It was further reported that the device was having oversensing and undersensing issues. It was further reported that the icm was undersensing and had noise. The patient had av block that was not captured by the icm. The device was removed and replaced with a pacemaker due to the patient's condition of av block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information and the device were received. The device was removed and replaced with a pacemaker due to under/no sensing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.